Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the common bile duct to treat a benign stricture during a stent placement procedure performed on an unknown date. On october 09, 2023, the stent was scheduled to be removed, however, during the procedure, the stent was unable to be removed due to the tissue ingrowth on the removal mesh. The procedure was canceled due to this event. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove.